Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. The device was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Cusotmer reported that the insulin pump returned a failed battery test. Customer also reported that the insulin pump's battery life was shorter than normal. Blood glucose level was 163 mg/dl at the time of the call. After receiving a replacement battery cap, customer received an additional failed battery test. Blood glucose level during the follow up call was not provided. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.